Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6)2017. The complaint of patient reported signal loss on smart device and then both receiver and smart phone went into sensor warm-up was not confirmed. Data investigation confirmed issue for smart device on (B)(6)2017 but no data was provided for the receiver. It cannot not be follow determine whether or not the issue occurred for both devices. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's smart phone and receiver went into a sensor warm up a few minutes after resolving a signal loss issue. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.